Event description:
Dr believes renal failure due to recent CT scan (done outside hospital), also had numerous dye studies around 2/03. Pt has history of type 2 dm, glucose increased after admission. This increase may be due to steroids administered prior to admission.